Event description:
It was reported the patient had inadequate pain coverage in the lower back and buttock area. It was noted the patient was reprogrammed on (B)(6) 2013. It was further noted the lead was repositioned on (B)(6) 2013. It was noted the diagnostic methods were examination and palpation with the results of inadequate pain coverage to lower back on (B)(6) 2013. It was further noted the etiology was listed as due to programming with a final program date of (B)(6) 2013, unlikely related to the device or therapy, and possibly related to the implant procedure. It was noted the signs and symptoms included inadequate pain coverage to the patient¿s lower back. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient's stimulator was turned on and programmed on (B)(6) 2013.